Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed an icon by the pump's insulin gauge. The customer could not provide a specific date of the event. The customer stated could not recall what occurred but was unable to clear the icon. There was no reported impact to the customer's blood glucose level. Tandem technical services educated the customer that the icon means a system reminder, alert or alarm occurred. As the occurrence occurred in the past, tandem technical service was unable to perform troubleshooting.